Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure, the speed of the s5 mast roller pump began to fluctuate. The pump then stopped suddenly and displayed multiple error messages. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that during a procedure, the speed of the s5 mast roller pump began to fluctuate. The pump then stopped suddenly and displayed multiple error messages. There was no report of patient injury.